Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported one day post implant that the right atrial (ra) lead exhibited intermittent undersensing noted on presenting electrograms (egm). The lead remains in use. No patient complications have been reported as a result of this event.